Event description:
It was reported that the pump and catheter were removed on (B)(6) 2012 due to infection. The patient had reported no signs of infection; however the pump pocket appeared to have some pus in it when the pocket was opened. A culture was requested but results were not available at the time of this report. The pump and catheter were sent to pathology for examination. The patient outcome was unknown. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional review indicated that the event occurred in the (B)(6) 2012 and the patient was having six months review done to have the pump put in. Health care provider was assessing if he could have another pump put in.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that according to the patient the pump was malfunctioning. The patient stated that he was getting results from the pump that were "erratic". The patient was having periods where he was getting too much medication and not getting enough and subsequently he was going into withdrawal. The patient's healthcare provider (hcp) was not sure what was causing the problem. The patient stated that the issues started occurring severely around the (B)(6) 2012. The patient could not think of any life changes or trauma that may have occurred. The device system was removed due to infection and the patient was currently deciding whether or not to replace the system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).